Manufacturer narrative:
The hill-rom technician found all four brake caster not holding. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2009-2014. It is unk if the facility performed preventative maintenance on this bed. The technician adjusted all four brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at the account. There was no pt/user injury reported. (B)(4).